Event description:
It was reported that the patient was remotely monitored via Merlin.net. Upon review of the transmission, the pacemaker demonstrated far-field R-wave (Far-R) oversensing, resulting in inappropriate Auto Mode Switch (AMS) episodes. The patient was subsequently evaluated in the clinic due to fatigue. To address the issue, programming changes were implemented, and the patient will continue to be monitored. No additional patient consequences were reported.

Manufacturer narrative:
Further information was requested but was not received.